Event description:
It was reported that the pt was in an auto accident and lost therapy. The device impedances were tested; the results are unk. The pt outcome is unk. Further info is being requested at this time.